Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s contact reported to technical support (ts) that multiple drain complication alarms were encountered during drain 1 of 4 during the patient¿s peritoneal dialysis (pd) treatment. The ts representative advised the contact to re-setup with new supplies. Upon follow up, it was reported that the blue pin on the patient¿s stay safe connector was inadvertently pushed in. It was also reported that fluid was observed leaking out of the cassette door when the cassette was removed from the cycler. The ts representative was not made aware of this during the call. The contact reported that they wiped down/dried out the interior of the cycler, re-setup with new supplies, and the patient was able to successfully complete treatment. Later, the patient¿s contact called back ts to report the fluid leak that had occurred. The ts representative advised the contact to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up with the contact, it was confirmed that the patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the reported event. The contact stated there was no visible damage on the cassette used. The patient received the replacement cycler and has continued pd therapy on the device with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette used by the patient was also available for evaluation and was reportedly returned.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During disinfection of the sample, a leak was traced to the backside of the cassette (on the cassette film). During visual inspection of the device under a microscope, a pinhole was identified in the cassette film. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. No nonconformance reports or other abnormalities during the assembly of this lot were found. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, due to the pinhole identified on the cassette film, and the leak that occurred during disinfection of the device, the investigation into the complaint was able to confirm the reported event.